Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis and break in aseptic technique in a patient coincident with dianeal-n pd4 1.5 and dianeal-n pd4 2.5 therapies. On an unreported date in 2011, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient developed peritonitis and was hospitalized. On an unknown date, the patient received unasyn 3 g 2 times per day and physiologic saline 20 ml 2 times per day as treatment for the peritonitis. The peritoneal dialysis therapies remained ongoing. On (B)(6) 2011, the patient recovered from the event of peritonitis. The outcome for the event of break in aseptic technique was not reported. The reporter considered the event of peritonitis unrelated to dianeal-n therapies because the peritonitis was related to the break in aseptic technique. The reporter did not provide a causality assessment for the event of break in aseptic technique.